Manufacturer narrative:
(B)(4). The device was received for evaluation; however, due to the returned condition of the sample, no sample evaluation was performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set was leaking during priming. The set was primed with blood and about 50 ml of blood dripped from the bottom of the tubing despite being clamped at three points. There was no damage or visible abnormalities to the tubing. A new set was primed and used with no issues. There was no patient involvement. No additional information is available.